Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that on (B)(6) 2015, they had a post-operation appointment and the healthcare provider (hcp) found that the pacer was turned off even though no provider accessed it. The hcp set it in the operating room (or) at voltage 4.3 with impedance of 5.79. No further complication are anticipated.